Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention devices from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples and low concentration standards (3 miu/ml). Results were read at 3-4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as the retention devices performed as expected. This device provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Customer unresponsive. Devices not returned.

Event description:
(B)(6) 2018: the patient presented to the facility with concern of no menses since (B)(6) 2018. Urine specimen was tested on the medline hcg urine cassette and resulted with a faint test line at the read time of 3-4 minutes. (B)(6) 2018: the patient returned for a repeat urine rapid test on the medline hcg urine cassette and the result was again a faint test line at the read time of 3-4 minutes. Confirmatory bloodwork was ordered the same day and the result was negative at <2 miu/ml. Customer confirmed there was no adverse patient outcomes reported. No treatment was provided or withheld do to the questionable positive alere result troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations noted. Technical services specialist informed customer per the pi: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.